Manufacturer narrative:
One opened handpiece injector was returned for evaluation for the report of bent/defective and iol damaged. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming. The plunger is bent upward at the plunger head. A dimensional plunger position height check was performed and was found non-conforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. Photos of the product is attached to the parent file and has been reviewed by the investigation site. Product information can be seen and confirmed on the handpiece. No product defects can be seen or confirmed on the photo. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in september 2021. The evaluation does confirm the injector plunger has a bent plunger head, which could be a potential contributing factor to the reported lens damage. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 1 year. The manufacturer internal reference number is: (B)(4).

Event description:
An other health professional reported that during implantation of intraocular lens (iol), the injector seemed to be bent/defective and the iol was damaged. Further on, the lens was explanted from the eye due to damage by the injector. Additional information has been requested, but no further information is available. There are 2 medical device reports associated with this event. This report is for patient 1.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).